Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Affected channels. User is reported to have a history of meningitis. Imaging has been recommended to confirm implant position. Hearing performance is difficult to determine with the user.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Currently no date for possible re-implantation is available.

Event description:
Affected channels. Hearing performance is difficult to determine with the recipient.as per new information, the user was scheduled for a medical evaluation but did not attend. Family intends to seek consultation at another facility. Currently no further information has been received.